Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a pharmacist. This case involves a female patient (age not provided) who provided injection site septic arthritis, could have developed inflammatory arthritis and puncture was performed (joint effusion) after receiving treatment with synvisc one. No relevant medical history, concurrent conditions and concomitant medications were reported. Patient's past drug included synvisc one (several nos previous injections between 2012 and 2014) and it seemed that the tolerance was good. On (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not reported) in each knee. It was reported that the device had not been kept by the pharmacist. On (B)(6) 2014, 08 days after receiving treatment with synvisc one, the patient was diagnosed with septic arthritis in the right knee. It was reported that according to the pharmacist and on the basis of the results of the investigation and the corrective treatments, there was an important doubt with regards to this diagnosis and the patient could have developed an inflammatory arthritis. Further reported, a medical confirmation was awaited. It was reported that a puncture was performed and showed a joint liquid with a marked inflammatory aspect, with no germs and no microcrystals (joint effusion). Further reported, the patient's x-ray radiography did not reveal anomalies and the patient did not have chondrocalcinosis. Also reported, in the first time the patient received a corrective treatment with a corticotherapy then with non-steroidal anti-inflammatory drugs without success. On an unknown date in (B)(6) 2015, the patient received one infiltration of unspecified corticoids. Action taken: drug withdrawn. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant and required intervention for injection site septic arthritis, required intervention for could have developed inflammatory arthritis and puncture was performed.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment date (B)(6) 2015: this initial case concerns a female patient who was administered synvisc one for an unknown indication. Although, the causal role of synvisc one cannot be completely excluded for the event septic arthritis; however, the individual role cannot be assessed in absence of underlying medical history and concomitant medications of this patient. Due to lack of the complete clinical presentation and medical confirmation for the events, it is difficult to assess a definitive causal relationship.